Event description:
The patient stated that the up arrow button has stopped activating pump functions when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump was returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. All keypad buttons were intermittently activating desired pump functions when pressed. Adhesive was found under the keypad button contacts. Unrelated to the complaint there was a white spot under the display lens. The display screen was dim and reddish.